Event description:
During rf procedure the generator would not work on rf setting. Customer used pulse setting to complete the case. There was a 45-minute delay reported and no injuries were noted.

Manufacturer narrative:
Power and impedance readings were well within specificatins. Unit passed all functional, power cycle, and burn-in tests. No problem found.